Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2019. The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Patient code e230101 captures the reportable event of fever. Patient code e1310 captures the reportable event of urinary tract infection. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a removal, calculus, ureter, ureteroscopic procedure performed in (B)(6) 2019. After the procedure, the patient experienced urinary tract infection and fever as complications. Patient was readmitted for antibiotics.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of august 2019. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e1310 captures the reportable event of urinary tract infection. Impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that a dakota basket was used in the ureter during a removal, calculus, ureter, ureteroscopic procedure performed in (B)(6) 2019. After the procedure, the patient experienced urinary tract infection as a complication. Patient was readmitted for antibiotics.